Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced shocks for what the clinicians deemed to be oversensing. The patient was using an electric chainsaw at the time. The impedance had increased since implant, and there was inappropriate oversensing during isometric exercise testing in the clinic which resulted in prolonged intervals between pacing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.